Event description:
A surgeon reported that a pt was overcorrected after a lasik surgery performed on (B)(6) 2013. Three months postoperatively, surgeon observed a corneal ulcer and prescribed: vitamin b12 eyedrops 0.05%, 5 times/day for 10 days, vitamin a ophthalmic ointment twice a day and povidone 1 drop/4 times day. Four months postoperatively, the ulcer had healed. Seven months postoperatively, the slit lamp examination showed no abnormalities, but pt reported having pain at night. The following medications were prescribed: vitamin b12 0/05% eyedrops 1 drop/3 times day for 2 months, vitamin a ophthalmic ointment 1 application/day for 2 months, povidone 1 drop if eye irritation for 3 months and rimexolone 1% 1 drop twice/day for 2 months. This is one of two medical device reports associated being filed for this event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).